Event description:
Pt reported the infusion device was dropped, and the left half of the display and the infusion device cracked. The damaged display could lead to misinterpretation of the insulin delivery amounts. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.